Event description:
It was reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately one year post replacement of the implantable cardioverter defibrillator (ICD). The patient was a participant in the (B)(6) study. Per the principal investigator no information related to the death is available and the relationship between the device system and the patient death is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbx1qq ICD, implanted: (B)(6) 2013; 459878 lead, implanted: (B)(6) 2013. (B)(4).